Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level exceeded 500 mg/dl or the cgm read as "high." The specific value of the blood glucose level during the incident was unknown, but it was displayed as "high." To address the issue, the customer administered a correction injection via multiple daily injections (mdi) and resolved the occlusions by changing the infusion set and cartridge, then resuming insulin.